Event description:
The manufacturer received voluntary medwatch (mw5154753). The manufacturer received information alleging an issue related to a dreamstation 2 CPAP device. The patient has alleged overheating type odor. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.